Event description:
It was reported that during an ovarian resection procedure, the flexible tip came out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.